Manufacturer narrative:
Device is combination product.

Event description:
It was reported that balloon detachment occurred. The patient came in for cardiac catheterization and for possible angioplasty and stent insertion. After the patient was assessed by hemodinamist, the patient was transferred to room where the coronary arteriography procedure will be performed. An injury was found in the anterior descending artery and the angioplasty was started. Vascular access was obtained via the femoral artery. The 90% stenosed, 3mmx36mm, concentric, de novo target lesion was located in the non-tortuous and non-calcified left anterior descending artery. Pre-dilatation was performed with a 2.5x20mm emerge balloon catheter and a 2.5x38mm synergy stent was implanted. During the control angiography, extrusion of the distal plate was observed. A 2.25x20mm synergy ii drug-eluting stent was tried to pass but failed to position and the balloon was detached without having been inflated. Initially, a 1.5x15mm balloon was used to remove the detached portion without success. They also attempted to use a rescue handle without success. The procedure was ended and the patient was sent to priority assessment for cardiovascular surgery. Another intervention was required at a different hospital where a stent was used to catch the detached portion. It was further reported that the observed 'extrusion of the distal plate' meant the stent was too short for the lesion so further treatment of the stenosis was required.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that balloon detachment occurred. The patient came in for cardiac catheterization and for possible angioplasty and stent insertion. After the patient was assessed by hemodinamist, the patient was transferred to room where the coronary arteriography procedure will be performed. An injury was found in the anterior descending artery and the angioplasty was started. Vascular access was obtained via the femoral artery. The 90% stenosed, 3mmx36mm, concentric, de novo target lesion was located in the non-tortuous and non-calcified left anterior descending artery. Pre-dilatation was performed with a 2.5x20mm emerge balloon catheter and a 2.5x38mm synergy stent was implanted. During the control angiography, extrusion of the distal plate was observed. A 2.25x20mm synergy ii drug-eluting stent was tried to pass but failed to position and the balloon was detached without having been inflated. Initially, a 1.5x15mm balloon was used to remove the detached portion without success. They also attempted to use a rescue handle without success. The procedure was ended and the patient was sent to priority assessment for cardiovascular surgery. Another intervention was required at a different hospital where a stent was used to catch the detached portion.